Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient was getting shocked/jolted from their recharger telemetry module (rtm) while charging the ins. Charging stops and the patient sees "finished" when the implant is only 60% and they had not stopped charging on their own. The patient said where his implant battery is "electrocutes" the darn out of him inside of the pocket, patient said he knew when the implant battery reached 100% because it would electrocute him. The rtm paddle was pulled away from the cord and cut with wires exposed as well. Troubleshooting did not resolve the issue. A replacement rtm was sent out. The patient was redirected to their healthcare provider (hcp) to address the shocking at the ins site.